Event description:
It was reported to philips that system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred and diagnostic procedure was performed by the customer and the procedure was completed by moving the patient in another room. The philips field service engineer (fse) inspected the system on site and confirmed that system didn¿t boot completely. Upon troubleshooting fse found defective x-ray pc. To resolve this issue, fse replaced x-ray pc. The defective pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.